Event description:
It was reported to adac that the body board angles in pinnacle are reversed (a negatively specified angle tilts the pt in the positive direction, and vice versa), and beams do not update on change of angle. There were no reports of injury due to this issue.